Event description:
The patient was anesthetized and under general anesthesia at the time of the fall. The surgeon asked for the operating room table to be rotated to the right. The tilt right button was pressed and the table turned 90 degrees to the left and the patient slipped off of the table and struck his head on the operating room floor resulting in a laceration of his forehead. C spine precautions were immediately employed, a cervical collar was placed on the patient and he was put on a back board and placed on a stretcher.